Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. The event was reported to have occurred during patient therapy, causing an interruption of delivery. The reported condition occurred in the emergency room department. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed but not duplicated due to the air-in-line printed circuit board. The air-in-line printed circuit board was re-calibrated to correct the reported condition. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.